Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The client reports that the spring wire guide snapped. The catheter was over the wire and the user felt resistance when trying to remove the swg (spring wire guide). When the user pulled the wire out it had snapped around the spring coils. The wire was not in the patient. The wire was in the catheter during the removal stage. A delay in therapy was reported. Client also reports that the doctor didn't follow hospital policy because there is no sample recovered.

Manufacturer narrative:
(B)(4).

Event description:
The client reports that the spring wire guide snapped. The catheter was over the wire and the user felt resistance when trying to remove the swg (spring wire guide). When the user pulled the wire out it had snapped around the spring coils. The wire was not in the patient. The wire was in the catheter during the removal stage. A delay in therapy was reported. Client also reports that the doctor didn't follow hospital policy because there is no sample recovered.